Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had a history of bleeding. The implant procedure was on (B)(6) 2017. The patient presented to the emergency room on (B)(6) 2018 with back pain and confusion. He was diagnosed with a right temporal intracranial hemorrhage and had left side hemiplegia (paralysis). He passed away on (B)(6) 2018.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a stroke and death occurred. A let atrial appendage (laa) closure procedure was performed and a watchman ® laa closure device was implanted. Approximately six months post procedure, the patient presented to the emergency department complaining of back pain and confusion. The patient had intracranial bleeding and a stroke at an unspecified time. The patient eventually passed away at an unspecified time. The cause of death is unknown. Boston scientific has requested additional information, but it has not been provided at this time.